Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm or motor error alarm noted and the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. However, the insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that when he was changing the reservoir, he kept receiving a no delivery alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot the no delivery alarm since the pump will be replaced.